Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation. This report is to follow-up mw(B)(4).

Event description:
Procedure performed: lap inguinal hernia repair. Event description: received complaint form for a broken trocar from [hospital]. Product available for return. Additional information was received via email on 07mar2023 from applied medical representative: "trocar was being removed from the patient at the end of the surgery and randomly snapped in half. An x ray was performed to see if any pieces were left in the patient and none were identified." The break occurred "directly in half on the cannula." There was no particulation they are aware of. This was not a robotic surgery. Additional information was received from medwatch via email on 15mar2023: "obturator cracked in half. The crack happened above the skin and was able to fully be removed from patient. Item removed from field completely and replaced. No harm to patient." Intervention: an x ray was performed to see if any pieces were left in the patient and none were identified. Patient status: patient is fine per or manager.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula shaft. The wall thickness of the cannula shaft near the fracture was measured and did not meet specifications. Based on the condition of the returned unit, it is likely that the reported event was due to the wall thickness of the cannula. This report is to follow up medwatch #(B)(4).

Event description:
Procedure performed: lap inguinal hernia repair. Event description: received complaint form for a broken trocar from [hospital]. Product available for return. Additional information was received via email on 07mar2023 from applied medical representative: "trocar was being removed from the patient at the end of the surgery and randomly snapped in half. An x ray was performed to see if any pieces were left in the patient and none were identified." The break occurred "directly in half on the cannula." There was no particulation they are aware of. This was not a robotic surgery. Additional information was received from medwatch via email on 15mar2023: "obturator cracked in half. The crack happened above the skin and was able to fully be removed from patient. Item removed from field completely and replaced. No harm to patient." Intervention: an x ray was performed to see if any pieces were left in the patient and none were identified. Patient status: patient is fine per or manager.